Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep invalidated home and verified that system functioned as intended. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the software was functioning as designed and that the issue was potentially caused by user error.

Event description:
A site representative reported that the system prompted for a calibration motion. The rep held the m button and when the door opened it would go past the two pins and then hit the cover. After this, the calibration would not complete. No patient was present during the time of the reported incident.